Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under general anesthesia on (B)(6) 2022. Post spaceoar vue placement procedure the imagery was reviewed. The applying physician thought the hydrogel appeared different than prior procedures they had performed. It was noted that during the procedure there was a lot of needle movement. The computerized tomography (CT) imaging appeared to show that the hydrogel was primarily in the right position with majority of the hydrogel at mid gland and apex. However, there seemed to be "contrast" going up the sides of the gland on the simulation. It was also reported that the radiation oncologist believed that there might be a "bit" of the hydrogel that was taken up by the lymphatic system. The images suggested that the hydrogel was either placed under the prostate capsule or into the peri-prostatic venous plexus. A pattern where there is "some" hydrogel that appeared to be under the capsule in the right and left posteriolateral portions of the prostate was noted. It was suspected that an injection into the peri-prostatic venous plexus, there was "some" of the hydrogel punctuating around the circumference of the prostate. The patient is asymptomatic, and he is currently receiving radiation therapy. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced vascular.